Event description:
It was reported that an alert was recorded on this patient's implantable pulse generator (pacemaker) due to high right ventricular (rv) pacing impedance out-of-range. The rv lead was switched to unipolar configuration and the impedance normalized. Reportedly, isometrics and observations were made on this pacemaker system, and noise was observed on both right atrial (ra) lead and rv lead, with a previous episode recorded of minute ventilation oversensing. Technical services discussed reprogramming options. In addition, it was mentioned that the ra lead is most likely fractured, and the rv lead was suspected to be so as well. Reportedly, no actions were taken. The rv polarity is programmed to unipolar configuration and the patient will continue to be monitored as he is not therapy dependent. This rv lead remains in service and no adverse patient effects were reported.